Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain at the scs ipg implant site. Reportedly, the patient lost a significant amount of weight and began experiencing pain due to the excess skin from the weight loss. Surgical intervention was taken and the patient's scs ipg was moved to a new location.